Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens trailing haptic was kinked and wouldn't lay flat causing the iris to tear. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. The reporter stated that the hole remains int he iris with no complications and the pt is doing fine.

Manufacturer narrative:
A work order search was performed for the lens. And a lot number search was performed for the cartridge. Results-100 (other): a lens work order search was performed and no similar complaint was found within the search. A lot number search was performed for cartridge and no similar complaint was found within the search.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.